Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported during a laparoscopic appendectomy procedure, the surgeon fired the first four clips; when the third and fourth clips were fired they were stuck on the tissue and the sixth clip had scissored. The device was difficult to open due to sticking on the appendiceal artery, once removed the clips started dropping out of the nose of the device. The clips were on the specimen side when this issue occurred. They then used a ligamax device to complete the procedure. There was no reported consequence to the patient.